Manufacturer narrative:
(B)(4). Carefusion technical support shipped the distributor a replacement main printed circuit board assembly. A return goods authorization (rga) number was also issued for the return of the alleged faulty main printed circuit board assembly for evaluation. As of september 3, 2015 the alleged faulty main printed circuit board assembly has not been received.

Event description:
The following event was reported by a distributor in (B)(6). The distributor reported a unit that was displaying the following error messages: "vent inop", "motor fault", "circuit fault", low pip and "low ve." The distributor cross checked by replacing the main printed circuit board assembly, with an alternative one, and the unit started working properly. There was no patient involvement.